Event description:
Patient representative reported "severe breast pain", capsular contracture baker grade unknown, "recall of implants". Device has been explanted. This relates to unknown side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h6. Photo evaluation: visual analysis of the photographs identified: anxiety - product/ procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient representative reported "severe breast pain", capsular contracture baker grade unknown, "recall of implants". Device has been explanted. This relates to unknown side.

Event description:
Patient representative reported "severe breast pain", capsular contracture baker grade unknown, "recall of implants". Device has been explanted. This relates to unknown side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.